Event description:
A 49-year-old male patient presented to ed(emergency dept) due to periumbilical abdominal pain. CT scan showed an incarcerated abdominal hernia. The patient was brought to the or(operating room) for an emergent repair of incarcerated umbilical hernia. A right femoral central line was inserted over a guide wire. Central line was advanced without difficulty, and the guide wire was removed. All ports were aspirated for blood and flushed with saline. There was no resistance noted on all ports. The catheter was secured to the skin and central line dressing was applied. The catheter was immediately ready for use. There were no obvious signs of retained catheter and unclear if there was a defect in the wire. On (B)(6) 2023 CT of the abdomen showed a radiodense foreign body object likely wire overlying the distribution of the inferior vena cava. The patient underwent a trans catheter retrieval of wire. It is unclear if there was a defect in the wire. Radiodense foreign body and likely wire overlying the distribution of the inferior vena cava spanning from the visualized mid abdomen to the pelvic inlet measuring 31 cm.